Event description:
A report was received that alleges that the cuff deflated after an unknown amount of time in use. Replacement was required. No incident related medial sequela was reported.

Manufacturer narrative:
One used sample was received for evaluation. Upon pressurization of the cuff, it was found to have a tear located near the maximum diameter of the cuff. The location and physical characteristics of the tear are consistent with having been damaged, most likely while in use. Manufacturing does a 100% inflation test of the cuffs and had the tear been there at that time it would have been detected. Thickness of the cuff wall showed no abnormalities at the tear. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.